Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte monorail stent delivery system with no stent. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. As-received, the balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure attempted to treat the 90% stenosed, previously stented 2.25x70mm target lesion located in the distal right posterior lateral branch. A 2.25x16mm taxus liberte stent was advanced to treat the target lesion, but was unable to cross the lesion and was removed via the guide catheter without incident. After the stent was removed, it was noted that the stent had been loosened after crossing the anatomy and was easily removed from the delivery system. The procedure was abandoned, because this was an myocardial infarction in which the culprit lesion had been addressed and it was felt that the risk to the patient was greater than the reward on the distal vessel. No patient complications occurred and the patient's condition was listed as fine.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure attempted to treat the 90% stenosed, previously stented 2.25x70mm target lesion located in the distal right posterior lateral branch. A 2.25x16mm taxus liberte stent was advanced to treat the target lesion, but was unable to cross the lesion and was removed via the guide catheter without incident. After the stent was removed, it was noted that the stent had been loosened after crossing the anatomy and was easily removed from the delivery system. The procedure was abandoned, because this was an myocardial infarction in which the culprit lesion had been addressed and it was felt that the risk to the patient was greater than the reward on the distal vessel. No patient complications occurred and the patient's condition was listed as fine.